Event description:
It was reported, noise resulting in oversensing was observed on the right atrial (ra) lead. Provocative testing was performed and the noise was unable to be reproduced. The patient was stable and will continue being monitored.